Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate therapy for noise on the ventricular lead. A message was displayed that there was possible output circuit damage. The impedance was 0 ohms. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.